Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) on behalf of her son alleging that a one touch ultramini meter read inaccurately high. The reporter indicated that the alleged issue started on (B)(6) 2010, at an unspecified time during the evening. The reporter claimed that the patient had obtained an unspecified meter reading of "near 600 mg/dl," took insulin, and then ended up in an emergency room (ER). The reporter also claimed that the patient had developed unspecified symptoms of "low blood sugar" a "couple of hours" after the alleged issue began. At 8:00 pm that same day, the patient's blood glucose was tested on an ER/hospital meter and a result of "60 mg/dl" was obtained. The reporter also claimed that the patient received treatment from an unidentified health care professional (hcp) because of the alleged issue. The reporter was unable to provide any details of the treatment administered. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what time the result of "near 600 mg/dl" was obtained, what type of insulin the patient took, what time the insulin was taken, what specific symptoms the patient developed, what time the symptoms developed, and what actions the patient took before and after the symptoms started. In addition, it would have been helpful to know what treatment the patient received from the hospital and if he tested his blood glucose with the reported meter while he was in the hospital. The reporter did not have the meter or testing supplies for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed unspecified symptoms of "low blood sugar" and ended up in an ER after taking insulin based on a meter reading.